Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in backup vvi due to electromagnetic interference. The pacemaker was explanted and replaced.the patient was in stable condition.